Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa nano system (lot number 471233, expiration date 03/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received a result of 523 mg/dl on the mobile system and a result of 162 mg/dl on the performa nano within 10 minutes. Customer took insulin based on the result of 162 mg/dl. No adverse event reported. Requested return of suspect device.